Manufacturer narrative:
The rapid infuser was returned to belmont for investigation. We performed extensive testing and stress testing and we were unable to replicate the customer complaint that the unit exhibited an "over temperature" alarm as reported. We double checked the input and output temperature probes, the power driver module, and all cables in the system for proper connections; all were connected and operating properly. The unit performed according to our specifications. The associated 3-spike disposable set was not returned to belmont for evaluation, therefore a thorough investigation into the set is not possible. Based on the user facility's report, it appears that the device was functioning as intended. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of an "over temperature" alarm, the rapid infuser exhibits the following alarm message: "infusate over temperature. Discard disposable and blood. Restart system with a new disposable. Service machine if error persists." The operator's manual also provides possible conditions and additional recommended operator actions. There is no information available about the fluids included in the hospital's mtp. Certain infusates are contraindicated and may lead to clot formation inside the heat exhcanger, which can block blood flow and result in an "over temperature" alarm. The user facility reported that due to the condition of the patient it was not feasible to re-prime the entire system or shut the system off and restart it, suggesting that the disposable set was not replaced, which is not in accordance with the instructions provided in the manual or the instructions displayed on the screen in the event of an "over temperature" alarm. The operator's manual also provides the following warning statement: "do not infuse blood that is in the disposable set when over temperature condition occurs. Red cells that have been subjected to high temperature may not be safe to infuse." Follow up with the user facility revealed that the patient death was caused by an abdominal aortic aneurysm (aaa). We believe the patient death was caused by a preexisting condition and not by the ri-2. The manufacturing records for this serial number were reviewed and no anomalies were identified. The manufacturing record for the 3-spike lot number 2020-09 06 was reviewed with no anomalies identified. All 3-spike sets are 100% visually inspected and 100% leak tested prior to final packaging and release for shipment from belmont medical technologies. Belmont will continue to monitor and trend similar reports of this nature.

Manufacturer narrative:
The rapid infuser, ri-2 involved in the incident has been returned to belmont for investigation; evaluation of the unit is in process. Based on the user facility's report, it appears that the device was functioning as intended. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of an "over temperature" alarm, the rapid infuser exhibits the following alarm message: "infusate over temperature. Discard disposable and blood. Restart system with a new disposable. Service machine if error persists." The operator's manual also provides possible conditions and additional recommended operator actions. There is no information available about the fluids included in the hospital's mtp. Certain infusates are contraindicated and may lead to clot formation inside the heat exchanger, which can block blood flow and result in an "over temperature" alarm. The user facility reported that due to the condition of the patient it was not feasible to re-prime the entire system or shut the system off and restart it, suggesting that the disposable set was not replaced, which is not in accordance with the instructions provided in the manual or the instructions displayed on the screen in the event of an "over temperature" alarm. The operator's manual also provides the following warning statement: "do not infuse blood that is in the disposable set when over temperature condition occurs. Red cells that have been subjected to high temperature may not be safe to infuse." Follow up with the user facility revealed that the patient death was caused by an abdominal aortic aneurysm (aaa). At this stage we believe the patient death was caused by a pre-existing condition and not by the ri-2. Belmont will perform further investigation to determine whether there is anything wrong with the device. The manufacturing records for this serial number were reviewed and no anomalies were identified. A follow-up report will be submitted upon completion of the investigation.

Event description:
Belmont's clinical specialist received the following report from the user facility, involving a belmont rapid infuser, ri-2: "we were using the belmont device to infuse blood into large bore IV's for mtp. We had infused about 10 units of blood product when the machine gave us error #102 and indicated the machine was overheated and needed to have a new infusion cassette inserted. Due to the condition of the patient it was not feasible to re-prime the entire system or shut the system off and restart it. The system had been primed with room temperature fluids and was running up until the event occurred."